Manufacturer narrative:
Insulin pump passed the displacement test. Unit received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to a33 alarm. Insulin pump received with loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. Customer's blood glucose level was 54 mg/dl at the time of incident. Customer stated that the insulin pump had compromised force sensor system alarm. Customer stated insulin was squirting out during the manual prime process. Customer was disconnected during prime. Customer stated that the drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.